Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic 250mm in length dissection. The location of dissection was roughly 12-15mm distal to lsa . The lsa was intentionally covered to get more coverage length (carotid to subclavian bypass performed). The physician stated the event was related to the device. It was reported that the patient expired due to cardiopulmonary issues and a retrograde type a dissection per the autopsy report. The physician is not sure if it is a result from the post operative tear to the left common carotid which the physician said was caused by the free flow stent since tip of free flow stent upon deployment landed into origin of lcca or if it is an unrelated complication. Review of returned pre-implant cta¿s revealed that the patient had a type b dissection beginning just distal to the lsa, and extending into the abdominal aorta and right common iliac artery. The true lumen was perfusing the celiac, sma and left renal artery, and the false lumen was perfusing the right renal. Cta¿s from 7 days post-implant revealed that 2 valiant stent grafts were implanted within the thoracic aorta. The proximal stent graft was placed just distal to the lcca covering the lsa. The proximal end of the stent graft was essentially straight; however, along the arch there is an acute 80deg angulation seen between the 3rd and 4th covered stent of the proximal device. The distal device extended down to 2cm proximal to the celiac artery. Distal to the device the pre-existing dissection was seen extending across the visceral vessels into the abdominal aorta. A vessel tear or dissection was seen near the origin of the lcca, near the location of one or possibly 2 of the anterior bare springs apices. No contrast extravasation outside the lcca or thoracic was confirmed. The proximal stent graft od was approximately 31mm. The stent graft was patent. No endoleak or any other stent graft issues was observed. The cause of the vessel tear could not be confirmed. It is possible that this was caused by one or two of the proximal bare springs implanted near the origin or the lcca. It is unknown if this may also be related to the patient¿s pre-existing vessel condition (pre-implant dissection).